Event description:
The patient was re-admitted to the hospital (B)(6) 2020 following a recurrent syncopal episode after urinating in the bathroom. Device interrogation (B)(6) 2020 reveals appropriate device function with stable capture thresholds (0.75v at 0.4 ms atrial and 0.375 at 0.4 ms ventricular) and impedence values for both the atrial and ventricular leads. Cxr shows possible slight inferior and medial deviation of rv lead position. (B)(4).